Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000176258.

Event description:
It was reported that therapy was unable to be established for the patient during post-operative programming to pain region. As a result, surgical intervention was undertaken to explant the system. It is unknown which lead would not establish therapy.